Manufacturer narrative:
The device was returned to olympus for inspection the non-reportable failure (leak) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: bending section supporter pin lifted/detached a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno fiberscope was returned to the service center for a failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device detachment of the bending section supporter pin was identified. There was no patient involvement.